Event description:
It was reported, the distal cover interfered with the image due to distal cap visibility, the cap could not be separated from the scope and when removed using liquid a scorched area was noted inside the cap. The issue occurred during a therapeutic ercp (endoscopic retrograde cholangiopancreatography) procedure. There were no reports of patient harm. There was no delay in procedure. The procedure was completed normally with another of the same model of device. The product was inspected before the procedure and there was no abnormality.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the device was not sufficiently attached to the endoscope and the cover was visible on the screen. However, during inspection, no abnormality was observed and a root cause was not determined. Olympus will continue to monitor field performance for this device.